Manufacturer narrative:
Rwmic is submitting this report on behalf of the manufacturer richard wolf gmbh. Rw gmbh considers this MDR open. Rw gmbh will submit a follow up report after the device evaluation has been completed and/or new information becomes available.

Event description:
Richard wolf gmbh complaint reference (B)(4). Richard wolf in knittlingen (manufacturer) was informed about the user report to the italian competent authority via distributor on (B)(6) 2022. Description of incident/claim: during the removal of a uterine neoformation, the distal loop of the cutting electrode has detached from the support. This case was reported by the user to the italian authorities. The fragment that came loose during the removal of uterine neoformation in resectoscopy was retrieved and there were no consequences for the patient. Rwgmbh awareness date, (B)(6) 2022.

Manufacturer narrative:
Rwmic is submitting this report on behalf of the manufacturer richard wolf gmbh. The following fields were updated: d4 (lot #), h6 (type of investigation, investigation findings, and investigation conclusion). Device investigation results: the electrode shows a slight discoloration of the distal insulation and a breakage of the wire. The breakage occurs at the transition of the stabilization tube to the distal wire bow. The distal wire frame is not available for investigation. The changes visible on the electrodes indicate a mechanical overload or a thermal-electrical overload. With the information available, no definitive statement can be determined what exactly caused this overload. One possibility is that the user pre-damaged the electrode during reprocessing or applied too much mechanical force to the distal wire. Or applied too much mechanical force to the distal wire during use. Another possibility for damage is the application of an incorrect hf generator setting, which eventually led to a breakage of the wire frame. The user is therefore advised in the instructions for use ga-d366-us / en / 2017-02 v4.0 / eco 2016-0202 to select the power setting that is suitable for these electrodes and to generally and generally to keep them as low as possible. In addition, the user is advised in the instructions for use to carry out visual inspections before each use and to keep the application of force. 7 operating instruction: caution! The products have only limited strength! Excessive force will cause damage, impair the function and therefore endanger the patient. Immediately before and after each use, check the products for damage, loose parts and completeness. Make sure that no missing parts remain in the patient. Do not use the products if they are damaged or incomplete or have loose parts. 7.3 hf application: caution! Careful if hf voltage is too high! Danger of injury resulting from damage to the electrode insulation! Exceeding the maximum recurring peak voltage for the electrode in combination with hf surgical devices and / or selecting the wrong mode can destroy the insulation and cause leakage currents. The patient, user or others may suffer tissue damage! Use electrodes in conjunction with hf surgical devices only at a recurring peak voltage of max. 2 kv, even in forced or spray coagulation. We recommend using the following power settings: single-use electrodes cutting mode: 120 - 180 watt coagulation mode: maximum 100 watts. Caution! Careful if hf output power is incorrectly selected! Injuries of the patient as well as damage to the product are possible. The power should be set on the basis of the surgeon's experience and training in view of the corresponding indication. Corresponding risks are listed and evaluated in the risk assessment b2-3 rev.04 (reusable resection electrodes). Since for the present case, there is no detailed information about the setting of the hf generator, duration of applications and number of reprocessing cycles as well as the devices used in combination, a further assessment is not possible. The cutting electrode has been in the programme since october 2012. The batch: 1424767 consists of (B)(4) electrodes, it was produced on 07/18/2019 and was booked on stock on 25/09/2019. The batch was sold completely during the period 10/10/2019 to 03/12/2019. To (B)(6), (B)(4) pcs from the concerned batch were delivered on 29/10/2019 (81645278). As of 05/09/2022, no further electrodes 86792435 from batch: 1424767 have been claimed. No abnormalities can be identified in the product and complaint data, so that no measures are considered necessary at the current time. Rw considers this matter closed. However, if a new information becomes available, rw will submit a follow-up report.

Event description:
Richard wolf gmbh complaint reference: (B)(4). Richard wolf in knittlingen (manufacturer) received the reported device on 08/01/2022. The purpose of this submission is to provide the results of the device investigation.